Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated that some of the needles on the syringes are bent or warped. The package was not open or damaged when received by the customer. This the first time the customer used the product out of this package. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she did not receive replacement products. Customer address updated and shipment re-sent. Note: customer called back on (B)(6) 2024 and stated that she did not receive the replacements. Customer declined another replacement. Per usps, delivered in the customer mailbox 4/29/2024.